Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter stated that an implantable collamer lens was implanted into the patients eye and the patient experienced vault, elevated iop and shallow chamber. The patient was dilated with mydriacyl to see if it would break or deepened the chamber. It was reported that once pupil dilated beyond edge of icl the pressure dropped, vault increased and the chamber deepened. Doctor feels the pressure issue is due to ocucoat blocking pis. (B)(6) 2021 email from doctor states "our patient is doing well. Her pressure was great today and her pupil is almost back to normal. I don't think she will need an exchange". If additional information is received a supplemental medwatch report will be submitted.